Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricle-ventricle intervals/high sensing integrity counter (sic). It was further reported that the right atrial (ra) lead exhibited over-sensing and far field r-wave (ffrw) over-sensing. The ra lead was reprogrammed. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.